Event description:
Patient presented for treatment and was complaining of swelling in her right neck that was causing pain, difficulty swallowing, coughing and sneezing. Patient was sent to the (B)(6) emergency room and diagnosed with symptomatic superior vena cava at site of port-a-cath with occlusive right interior jugular thrombosis. The patient was started on a heparin drip and is scheduled for removal of the port-a-cath.